Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: there were no call service alarms observed in the black box or alarm history. The pump information from the date of the complaint was overwritten due to continued use of the device. The pump powered on properly with no alarms and successfully completed a rewind, load and prime sequence. The pump was exercised for 24 hours with no call service alarms received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.